Event description:
It was reported: battery 1500 days. There was unknown patient involvement. The device evaluation revealed a defective downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing found a defective downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.